Event description:
The pt's pocket site was revised due to skin erosion at the lead extension site.

Manufacturer narrative:
The explanted product was discarded by the medical center and will not be returned for evaluation. This is the final report.